Event description:
Face masks (wapike disposable mask and ztanps face masks) I have developed a rash on my lower face under my chin. And I cough a have pain when breathing while wearing and after wearing these and most all disposable masks. FDA safety report ID# (B)(4).